Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the fenestrated bipolar forceps instrument failed to deliver energy. The customer used a backup instrument to continue with the procedure. The procedure was completed with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event/instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and the instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip, and current flow was not detected across one grip tip. There was not obvious damage to the conductor wire(s). Additional analysis was performed on the instrument by an isi advanced failure analysis engineer (fae). The instrument failed the electrical continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the energy instrument identification bipolar (eiib) board pins that could cause a break in the circuit for the grip failing continuity. The instrument was disassembled, and it was confirmed that the conductor wire was broken at the proximal end, 53mm from the clear tubing.